Manufacturer narrative:
The customer reported that the system shut down prior to a procedure. The company service representative examined the system and the reported event could not be confirmed. The company service representative found and replaced a non-conforming tray arm, which was unrelated to the reported event of system shut down on its own. The system was then tested and met all product specifications. The system was manufactured on may 6, 2006. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the unit shut down on its own before a procedure. There was no patient involvement. Additional information has been requested.